Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, a slight bleeding at the puncture site was observed. The event was treated with manual pressure for ten minutes, then continued bed rest with cathofix. The patient required overnight stay in the hospital. There were no reports of biosense webster products associated with the event, and no product malfunctions associated with the event. The most suspected device is the agilis sheath as this device was in use during the access site in direct contact intravascularly and associated with the slight bleeding at the puncture site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).